Event description:
A (B)(6) male pt called zoll customer support to report that one of his battery packs was not holding a charge. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is underway. The reported problem (battery not holding charge) was confirmed. Upon investigation, the battery was unable to power up a test monitor. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause evaluation. No adverse event resulted from the defective battery pack. The pt was fitted with a replacement battery pack.